Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6) product type recharger h3: analysis of the wireless recharger (s/n: (B)(6)) revealed that no anomalies were visually observed. The device was found to be unresponsive and the patient's complaint confirmed. Led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs, this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that their charger will not start beeping and the power button will not light up despite being on the dock for the last 2 weeks and despite all 3 of the green battery lights full. The following troubleshooting steps were performed: worked with pt to ensure the green light was on for the dock, there was nothing blocking the pins or contacts, pt reset the charger on and off of the dock however thepower light button and beeping did not start. Pt said they have just one cord to charge their communicator and the dock they trade it between the two items and does not leave the charger on the dock plugged into power they normally plug it in and charge it before using it has been on the dock plugged into power for the past 2 weeks. The issue was not resolved through troubleshooting. Replacement sent.